Event description:
It was reported that the atrial lead was not sensing and there was decreasing and low impedance. Unipolar sensing was tried, however, that did not resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.